Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing heating sensation at the pocket site while stimulation was on. As such, surgical intervention took place wherein the ipg was explanted and replaced with new ipg and addressed the issue.